Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula had fractured at the tip. Further testing indicated the cannula's wall thickness was not uniform. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Additional information was requested from the customer and provided. Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic thoracoscopy - "trocar port was inserted into umbilicus. After insertion, when surgeon was manipulating channel port with camera, the cannula shattered/cracked. The cannula was used at a 30 degree angle and pulled perpendicular to abdomen when it cracked. The trocar was not part of a medline pack, nor reprocessed or re-sterilized. " additional information received via e-mail from an applied medical sales representative on (B)(6) 2016: all these 12 mm have only used a camera through the cannula. Patient status - no adverse effect.